Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned two syringes with a single reli-on pouch, indicating that they are 0.3ml 31 gauge 8mm syringes from lot 0132204. One syringe was returned with fully assembled, but the needle shield could not be removed without the hub separating from the barrel. The remaining syringe already featured the needle shield and hub separated from the barrel. In both instances, there is no damage to the connector at the distal tip of the barrel nor the base of the needle hub. No signs of use. No other defects found. Hub separation confirmed. A review of the device history record was completed for batch# 0132204. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into the shield. Verbatim: consumer reported needle hub separated inside of the shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(6)

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into the shield. Verbatim: consumer reported needle hub separated inside of the shield."